Event description:
The customer reported that this unit is not displaying the egc waveforms intermittently when a leads set is plugged into the device. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this unit is not displaying the egc waveforms intermittently when a leads set is plugged into the device. The issue was discovered during set up. The customer replaced the leads with known good ones; however, the issue remained. According to the customer, it is like 1700 is not detecting the leads. Investigation summary: the device that experienced the issue was not returned for evaluation; therefore, a root cause could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: on 08/06/2025, emailed the customer via microsoft outlook for all information in the ni list above. The customer replied by stating; the device was not connected to any other devices. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow up, what type? H11: additional manufacturer narrative.

Manufacturer narrative:
The customer reported that this unit is not displaying the egc waveforms intermittently when a leads set is plugged into the device. The issue was discovered during set up. The customer replaced the leads with known good ones; however, the issue remained. According to the customer, it is like 1700 is not detecting the leads. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The customer replied by stating; the device was not connected to any other devices.

Event description:
The customer reported that this unit is not displaying the egc waveforms intermittently when a leads set is plugged into the device. The unit was not in patient use at the time.